Manufacturer narrative:
Additional information was received on 20-mar-2025. It was clarified that the issue was referring to the introducer and it way frayed. It was roughly a couple of centimeters from the distal tip. Based on this new information, the complaint has been reassessed, and this event is no longer considered to be MDR reportable. As such, the h 6. Medical device problem code was updated from break (a0401) to material deformation (a0406). Since this event has already been reported to FDA, bwi will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. On 25-mar-2025, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed no damage or anomalies on the device. No functional issues were observed. The introducer of the catheter was not returned. A manufacturing record evaluation was performed for the finished device number lot 31483003l and no internal action related to the complaint was found during the review. The introducer damaged issue reported by the customer could not be investigated due to the introducer was not returned. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and the physician noted that the tip of the octaray catheter was frayed and ripped. When the catheter was replaced, the procedure continued. There was no patient consequence. Additional information was received which indicated that there was resistance when inserting into the vizigo. There were no wires being exposed and no lifted or sharp rings.